Event description:
With the ambulance out on another call a senior paramedic responded to a person who called 911 complaining of chest pains then lost consciousness. The paramedic arrived in the supervisor's vehicle with the device approximately 4 minutes later. The paramedic used the standard paddles for a quick look but the monitor screen displayed only a flat line and wouldn't display the pt's rhythm. Disposable defibrillation/ECG electrodes were then connected to the pt and the device but the pt's rhythm still only displayed a flat line. The ambulance arrived 5 minutes later with a backup device. The pt was in asystole but with administration of epinephrine, the pt's rhythm converted to course vfib. Three shocks were delivered with the backup device but the pt was not resuscitated.